Event description:
It was reported that there was low impedance, no capture, and variable threshold. It was noted that the patient has a subclavian/svc stent, and the physician questioned lead degradation caused by friction between the lead and terminal portion of the stent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
On (B) (4) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a failed ring repair, as there was persistence of moderate mitral regurgitation. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported during a breast biopsy procedure, after the first device was used to collect the tissue twice, an error was displayed. The system was reset but the error was displayed. Therefore, another device was used to complete the case. Then the foreign matter like a metal was found in the collected tissue by the second divorce's first biopsy. The doctor took x-ray before and after biopsy on the patient's operative field and there were no foreign matter was confirmed except the patient's calcified tissue. There were no adverse consequences to the patient because no metal piece was remained in the patient body. The second device had already been discarded but the first device will be returned. They both are the same lot. There were no adverse consequences for the patient.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.